Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The returned device had a damaged right ventricular (rv) high voltage setscrew block. The returned device indicated a damaged rv high voltage grommet with foreign material (fm) on the bottom surface of the grommet. The returned device indicated a loose/detached rv high voltage set screw that was damaged on the surface. The returned device indicated a rounded setscrew socket with fm in the bottom of the socket, and damaged setscrew threads.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) setscrew would not work during implant. The physician made multiple attempts and also tried an additional wrench but the screw still did not work. A different crt-d was subsequently implanted. No patient complications have been reported as a result of this event.